Event description:
A nurse reported that while performing the gas/fluid exchange during a vitrectomy procedure, the pt's eye became hypotonic. The setting was increased from 40 mmhg to 60 mmhg and the problem was resolved. There was no pt harm reported.

Manufacturer narrative:
The company rep examined the system and unable to replicate the customer reported issue of "poor infusion performance". The company rep cleaned the fluidics module. Preventive maintenance and an upgrade were performed. The system was then tested and met product specs. No samples were returned for eval and no add'l info provided related to this event. For this reason, steps could not be taken to replicate the reported event. A review of the system's event log confirms the customer reported event occurred on the day of (B)(6) 2012. The customer was at infusion pressure of 40mmhg and increased to 60mmhg during a case. There were no system messages or abnormalities present that would assist in determining a root cause for the reported event. A review of complaints for the last 24 months did not indicate any add'l similar reports for this system. The root cause of the customer reported event cannot be determined conclusively. (B)(4).